Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump had corroded keypad traces. No unexpected button error alarm during test. All buttons function properly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case at the display window corner, minor scratches on the lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on his insulin pump when the customer was walking around with the pump in his pocket. His blood glucose was 121 mg/dl. The customer also stated the insulin pump was not working unless he pressed the side of it. He was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.